Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint " wire on permanent cautery hook snapped". The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Additional observation not reported was that the instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly .38¿ x .25¿ in size. This failure is most commonly caused by overloading at the instrument tip. In addition, the instrument was found to have the plastic proximal clevis broken. The broken piece is missing as a result of breakage. The size of the missing piece is approximately .19¿ x .03¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci assisted cholesystectomy surgical procedure, the 8mm permanent cautery hook had a broken wire. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.